Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746 lot# serial# (B)(4), product type programmer. Patient product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had eschar at their implantable neurostimulator (ins) site along with redness and reported discharge. It was stated the patient¿s ins pocket was surgically repositioned and the patient resolved without sequelae on (B)(6) 2013.